Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Tandem technical support . Customer declined to troubleshoot with tandem technical support. Customer¿s blood glucose level ranged from 210-211 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.